Event description:
Patient stated the tubing detached from the syringe during the infusion. Patient said she connected it on correctly and said she believes that the tubing was defective. Patient just stopped infusion since she was near the end of the infusion. Little medication leaked out. Patient said the equipment connection was done correctly. Patient did not have any adverse reaction with this incident. Patient found an unopened package that was delivered with the defective one stating that it had the same lot # t. 62621 and expiration date: 10/26/2022. Dose or amount: 1 tubing. Frequency: every week. Route: attached to syringe. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: d80.2.